Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a qdot micro¿ catheter and an ngen rf generator and the patient experienced esophageal fistula that required surgical intervention. It was reported by the physician that a patient who had undergone pvi ablation for afib had an esophageal pericardial fistula. The patient is immunocompromised and the physician felt that it could have been one of the reasons for this patient's condition. Another factor he thinks could have cause it is overlapping lesions on the inferior vein with anterior ablation index (ai) setting of 500-550 and a posterior qmode+ lesion of 90w 4 secs. Esophagus wasn't near this area as per computed tomography (CT). The patient had a surgery and had to have a patch put in that area for this adverse event and has been extubated and is now doing well. Additional information received indicated the pvi ablation procedure took place on 4th jan 2024, however, the adverse event was detected by the physician on (B)(6) 2024 around 11 am. When they did a CT scan, they detected a tear/esophageal pericardial fistula. Patient fully recovered.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001524595 has two reports: (1) MFR # 2029046-2024-00419 for product code d139505 (qdot micro¿ catheter). (2) MFR # 2029046-2024-00420 for product code d138401 (ngen rf generator).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a qdot micro¿ catheter and an ngen rf generator and the patient experienced esophageal fistula that required surgical intervention. It was reported by the physician that a patient who had undergone pvi ablation for afib had an esophageal pericardial fistula. The patient is immunocompromised and the physician felt that it could have been one of the reasons for this patient's condition. Another factor he thinks could have caused it is overlapping lesions on the inferior vein with anterior ablation index (ai) setting of 500-550 and a posterior qmode+ lesion of 90w 4 secs. Esophagus wasn't near this area as per computed tomography (CT). The patient had a surgery and had to have a patch put in that area for this adverse event and has been extubated and is now doing well. Device evaluation details: a field service engineer (fse) reported no failure was found with the unit and the system is performing to specification. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).